Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence, the trial began 2021-mar-30. It was reported that the patient was hospitalized on (B)(6) 2021 at 7am until (B)(6) 2021 due to a bowel blockage. Contributing factors were unknown, the issue was not resolved. Additional information was received. The patient reported they had been hospitalized due to constipation.